Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: mach 1 q3.5sh. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mildly tortuous, moderately calcified 90% stenosed, proximal left anterior descending (lad) coronary artery. A 3.00 x 15 mm rx traveler balloon dilatation catheter (bdc) was selected for the procedure. No issues were noted during unpacking, inspection and preparation of the bdc. The bdc was advanced with no resistance to the lesion and upon the second inflation to 10 atmospheres the balloon ruptured. The bdc was removed for the anatomy with no resistance. The procedure was completed with the successful deployment of a 3.50 x 28 mm xience expedition stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.